Event description:
The patient has intermittent loud sounds from her implant, which seem to be brought on by changes in her head position, i.e. Bending down to pick up something off the floor. The sounds are loud and distorted but do return to normal after a period of time. Testing showed that there is high ground path impedence.